Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch from lot w1344 was returned. The expiration date on the labels was 2019-aug-05. The tip protector was not returned. The needle was bent. The port window was in the opened positions. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent holes in the sides of the cutter body. The connector was inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. CAPA 610815 was opened to address issues with cutting problem. The first lot of bl5625 that was manufactured post corrective action was w2161. The cutters involved in this complaint were pre-corrective action, however both cutters cut as intended when evaluated by bausch and lomb. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00114.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00114.

Event description:
The user facility in (B)(6) reported the cutter was not cutting the vitreous during surgery. The aspiration was continued. No patient impact/injury.